Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: unknown batch #: unknown (provided lot #304656) it was reported that the bd syringe had foreign matter. The following information was provided by the initial reporter: it was reported by the customer that some of the syringes have a foreign body in them. Verbatim: rcc received a complaint via email. Email(s) attached. Dear partner, xx, xx received a product quality complaint related to product(s) manufactured at your facility. Based on the complaint information provided within this email notification, please review the below quality records and any applicable retain samples, to support the ongoing investigation. Please complete the below checklist and provide investigation details within 15 days. If additional time is needed to perform the investigation, please provide justification for extension and estimated completion date. Complaint number(s): (B)(4). Product sku: 153245 dnqsyringe 5ml ll bns product lot number: 304656 complaint details: ¿some of the syringes have a foreign body in them, per customer- "I would like to express the severity of this as this was headed into someone¿s spine". Additional information provided: 1. Kindly provide the date of event. According to the customer on 1/30/2025, some of the syringes have a foreign body in them. The doctor was going to inject pain medications into someone¿s spine. There was no patient involvement however. A sample is available for evaluation. 2. Kindly provide the bd material number and batch/lot number of the product. The provided lot # 304656 is not found. Sorry, that is lot in our DHR records no other lots available. 3. Please provide the address of the facility for us to ship the return label? Sample is available with me as advised in first initial email. (B)(6), il 60093. 4. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm.

Manufacturer narrative:
Pr (B)(4) follow up report for correction. The manufacturing plant was incorrect in the initial MDR. The manufacturing plant should be becton dickinson de mexico - cuautitlan, izcalli, mexico / 54730. The medical device brand name was incorrect in the initial MDR. The medical device brand name should be bd syringe 5ml ll bns. The medical device catalog # was incorrect in the initial MDR. The medical device catalog # should be 304656.

Event description:
Post investigation results indicated that the medical device catalog # is 304656.